Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that post-op to a right colectomy procedure using the (B)(4), a leak was noticed. No other information is available at this time. It is unknown how the issue was resolved. The devices were discarded. Additional information is being requested.

Manufacturer narrative:
(B)(4). Additional information: what symptoms did the patient experience 13 days post-operatively that indicated a leak? Time after procedure is unknown - it was not necessarily 13 days. Unknown what the indication was. How was the fluid removed from the patient? Reoperation. Was anything else done to resolve the leak? If so, please explain. Reoperation. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unknown. Was there a recent conversion to ees devices in this account or with this surgeon? Yes, with this surgeon (B)(6) 2011. Is a pathology specimen available? No. Was buttressing material utilized? No. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? Unknown. What is the age and sex of the patient? Unknown. What is the current status of the patient? Unknown. On what tissue type was the device used? At what location on the tissue? Unknown. On which firing(s) did this event occur (1st, 2nd, 3rd., etc)? Unknown. Where in the green zone was the device fired? Unknown. Were any difficulties encountered when closing on the tissue? Unknown. Was the tissue pin in place prior to firing? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. Was there any difficulty removing the device from the tissue? Unknown. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Intact. Was proximal and distal control maintained on the tissue during the firing sequence? Unknown. Was the staple line inspected for integrity prior to transecting the tissue? Yes. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? Unknown. Was a leak test completed? No. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unknown. Was the firing to close a side by side anastomosis? If so, which firing? Yes, first fire.

Event description:
.